Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg pocket site was revised due to general discomfort. The patient also complained the location caused difficulty charging the ipg. Reportedly, the patient's ipg pocket site was moved and the ipg was replaced with a non-rechargeable ipg.